Event description:
Boston scientific received information that one day post implant of this right ventricular (rv) lead, impedance measurements had decreased and threshold measurements had increased. The rv lead was found to have micro-dislodged. A revision procedure was performed and the rv lead was explanted. A significant amount of body tissue was found on the helix, therefore, a new lead was implanted. No adverse patient effects were reported during the procedure. The lead was returned to allow for reliability analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found body tissue entwined in the helix, with dried body fluid in the helix housing. The tip portion of the lead, including the helix, appeared intact and undamaged. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.